Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was below 40 mg/dl due to an unknown cause. Customer addressed bg level with glucose tablets and water. Reportedly, the pump supplies were changed to address the issue. Customer did not respond to attempts to obtain additional information regarding bg level.